Event description:
The patient called to report that patient used the suspect device last year when patient was on isulin. Patient took insulin and then passed out an hour later. Patient was taken to the hospital and treated. Patient did not provide or remember any other information about the incident. Patient did not feel that the suspect device was working right. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.